Event description:
It was reported that the surgeon was attempting to insert a cq2015 three piece collamer lens and noted the lens was chipped. There was no patient contact. The reporter stated the damaged occurred during loading due to a technical error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that half of the lens was torn off and there was a split in it. There was evidence of a clear surgical residue.